Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse found the ribbon cable not fully seated/plugged into printed circuit board (pcb) connector. The cse re-seated the cable and performed a power on self test (post), visual inspection, and electrical safety test. The unit then passed the required performance testing per service manual. (B)(4).

Event description:
A report received from the USA stated a 540 ventilator experienced a constant alarm that was unable to be silenced, while being used on a pt. Although requested, there was no additional pt info provided.